Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2011, a reporter for the user contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately high compared to a laboratory device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The alleged issue began on (B)(6), 2011. It was reported the user obtained blood glucose results of "163 mg/dl" with the subject meter and "119 mg/dl" on a laboratory device, performed within 10 minutes of each other. The results fell outside expected values for meter to lab accuracy testing. Two days prior to the alleged issue, the user claimed he felt low blood glucose symptoms of "sweating and tired." The user stated he ate something and felt better after. It is not known what the user's blood glucose was at that time. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, as the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. In addition, the test strips had an error 4. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.